Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also reported that the ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.